Manufacturer narrative:
This event has also been submitted to FDA under manufacturer report #3002808486-2016-00082, will be closed/cancelled as the patient had the filter successfully retrieved, and did not have any adverse event or injury during the implant period or filter retrieval. Manufacturer reference (B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Lot #: unknown as information was not provided. Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot # is unknown. Since catalog # is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. MFR date is unknown as lot # is unknown. Investigation is still in progress.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2013 at (B)(6) medical center, (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.